Manufacturer narrative:
B3: unknown. Device evaluation: one device was received for evaluation. Visual inspection found a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported issue. It was determined that the faulty air in line sensor was the root cause. The air in line sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited an air in line issue. There was unknown patient involvement.